Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, the starclose se clip would not fire. The safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported failure to deploy as the trigger pin was observed to be missing. A review of the lot history record revealed no nonconformities related to the reported event. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av determined that this is an isolated incident from the manufacturing lot and is not a systemic issue. Av will continue to trend the performance of these devices.